Event description:
The plastic piece on the tunneler broke off during tunneling. The physician had to go back in to retrieve the plastic piece, no other complications with the procedure.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.